Event description:
Pt arrived at oncology clinic. States nurse at doctor's office was unable to obtain blood return from their mediport. Port accessed per hospital policy, while flushing with ns, pt complained of burning and swelling noted at port site.

Event description:
Add'l info rec'd from MFR 10/7/04: eval of the sample in lab indicates that the catheter break and embolization to have been caused due to placement of the catheter between the clavicle and the first rib. This results in what is commonly known as 'pinch-off' of the catheter. Conclusion: the complaint of a subcutaneous catheter break and embolization is confirmed, user-related. The traits found at the distal end of the port/catheter assembly are consistent with clavicle/first-rib compression fracture. The catheter fractured by the resultant scissoring action of the two bones. The severed end of the tubing is then free to travel with blood flow toward the heart. Clavicle-first rib compression is a complication associated with the medial insertion of the catheter in the subclavian vein placing the catheter between the clavicle and the first rib. This is a complication which bard warns the user about in the product instructions for use (IFU). Bas warns the user in its product IFU against this risk gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process.